Event description:
It was reported that an alarm 2 followed by an alarm 26 occurred. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer declined further troubleshooting, opting only to document the issue, and was advised to try using autosoft 30 infusion sets, which were scheduled for delivery. Additionally, the customer was recommended to consult with a healthcare provider to obtain a backup form of insulin therapy if necessary.